Event description:
A 3.0 mm diameter x 24 mm length endeavor rx drug-eluting coronary stent was deployed for treatment of re-stenosis within another MFR stent deployed in the past. The lesion was covered with the relevant stent completely. Eight days post implant, the pt developed ami and was transferred to the hospital. The physician confirmed thrombotic occlusion at the area was the relevant endeavor rx drug-eluting stent was deployed. Emergent pci was performed. It is unk if the pt presented any relevant medical history that may have contributed to the reported event. Also, it is unk what anti-platelet therapy was the pt taking when this event occurred and if there was any possibility that the pt was resistant to this type of therapy. The pt is reported to be recovering and no other sequelae were reported. The device has not been identified as the root cause of the event, due to the limited info available, the root cause of the event cannot be determined; however, stent thrombosis is listed in the potential adverse events section of the endeavor jx IFU and is risk factors associated with every stenting procedure.

Manufacturer narrative:
Other (secondary intervention; emergent pci) - evaluation result: (stent thrombosis).